Event description:
It was reported that during a bph surgical procedure at 305,996 joules and 51 minutes "impossible to have coagulation >35w" and "the screen of the greenlight machine was defective and the settings were no longer possible to do with the touch screen" were noted. The case was completed using an alternative procedure (resection). The tip of the fiber was cleaned during the procedure. No harm to the patient was reported.